Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that they were having an issue downloading pump information. The patient was sent a new dongle chord and they stated they spoke with (B)(6) and the information is still not downloading. The patient and their healthcare professional are insistent pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: investigators were unable to confirm or duplicate the original complaint as the device performed within specifications. The review of the black box data showed no activities outside of normal pump usage. The ez-prime steps were performed correctly and the pump was exercised on 1unit/hour basal program for 4 days and 10 units were delivered normally and via audio bolus function with no issues. The pump was able to be downloaded correctly with diasend and zippy plus using the ir port. Both downloads properly showed the pump settings and the delivery history. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation.